Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-01985. It was reported the patient experienced ineffective stimulation. Diagnostic system testing indicated high impedances. Subsequently, surgical intervention was undertaken on (B)(6) 2017 during which both leads were explanted and replaced. Effective stimulation was restored post-operatively.